Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2016 regarding the patient's visit to (B)(6) hospital. The patient's mother reported that another sensor was inserted in the back of the patient's arm and was possibly bumped during playing sports. The patient was taken to the children's hospital on (B)(6) 2016 and had x-rays done. X-rays were received and but it was inconclusive. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the arm on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available. It was reported that the sensor was inserted into the arm. The dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.

Manufacturer narrative:
(B)(4).

Event description:
A sensor (lot number 5194450) was returned for evaluation a visual inspection was performed and the sensor wire was missing from the sensor pod and housing puck. Due to the missing sensor wire, the sensor wire is considered detached. The reported event of a missing sensor wire was confirmed. A root cause could not be determined. However, it is unknown if the returned product is the complaint device.